Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that it was observed that the device had temporary loss of image and there was generation of noise. This is attributed to the damage to the imaging unit. The connector was also found to be damaged. The user¿s complaint of image and connector issues was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of connector and image issues for the device. There is no harm to any patient or persons. Upon evaluation of the returned device, it was observed that the device had temporary loss of image and there was generation of noise. This is attributed to the damage to the imaging unit. This medwatch is being submitted for the reportable issue of temporary loss of image along with generation of noise as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the investigation was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections. Event date is unknown. The devices used in conjunction with the device at the time of the event are not known.

Event description:
Addendum nov 21, 2022: there is no patient involvement in the customer reported event. It is not known if the device was inspected prior to the issue being noted.